Manufacturer narrative:
Result: bolts loosening from brake cams.

Event description:
It was reported by svc report that the brakes were not holding, and the bolts were coming out of the brake cam. No pt involvement or adverse consequences were reported.